Event description:
A malfunction was reported on the customer's insulin pump, with no significant events leading up to the issue. There was no adverse impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy